Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that the event occurred in the operating room. Soon after connecting the catheter to an infuser pump, a leak from the catheter was found. As a result, the catheter was replaced with a new one. No leak had been found during flushing prior to use. There was no reported pt injuries or complications. The outcome of the pt is noted as "good". Add'l info received from (B)(6) on 04/04/2011 stated that the location of the leak is unk.